Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation test belts would not stay securely connected to the monitor. No physical damage was noted with the monitor's belt connector. The cause for the defective belt connector cannot be positively determined but was likely a manufacturing defect. No adverse event resulted from the damaged belt connector. The patient received a replacement monitor. No problems were noted with the electrode belt.

Event description:
A (B)(6) old female patient contacted zoll customer support to report that her monitor displayed a message stating her device cannot be used. A service code 204. The patient was provided with a replacement electrode belt and monitor.